Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient noted a fluid leak afer treatment. The patient came to the clinic with .5 empty drain bag; upon arrival home the patient noticed wet carpet. The patient did not know the exact source of the fluid and could not confirm if the cycler was wet. The patient was treated prophylactically with gentomycin and vanomycin. According to a peritoneal dialysis nurse at the clinic, the patient was new to pd and she suspects the leak was actually from the drain bag, but this cannot be confirmed.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.